Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter display was cloudy. The complaint was classified based on the customer care advocate (cca)) documentation since the mas was unable to contact the pt by phone to obtain add'l info. The pt said the reported issue first occurred in early 2008. The pt had dizziness, headache, blurred vision, and felt distraught after the issue began. The pt took no diabetes treatment action as a result of the reported issue. She rec'd assistance at an ER on the same month at approx pm. A blood glucose result of approx 300 mg/dl was obtained on an ER meter initially. Readings of 150 to 160 mg/dl were also obtained, apparently after the initial 300 mg/dl reading. She was treated with 50 units lantus insulin. Info regarding the pt's diabetes treatment regimen and her blood glucose readings prior to the time of concern was not provided. The cca noted that the meter display was damaged and the meter had not rec'd trauma. The pt's prods were replaced. The complaint is reported because the pt alleges the display of her one touch ultra meter was cloudy and later she experienced symptoms that can be associated with hyperglycemia, elevated blood glucose readings in an ER, and treatment with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips is returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.